Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with loss of capture from their atrial lead. During the lead revision surgery to fix the issue on (B)(6) 2020, the lead lost its shape and would not stay in place. The lead was exchanged for another one and the surgery was successfully completed. Patient condition was stable after the procedure.